Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015-, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal lioresal at a concentration of 2000 and a dose of 1700. Where was a discrepancy at a refill. The volume in the pump was more than on the refill report. A dye study was attempted. The system was explanted. The issue was resolved. The patient's status was alive no injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.